Manufacturer narrative:
The following devices were also listed in this report: unknown cup cat# unknown; lot# unknown. Unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported a primary revision of a right total hip due to pain.